Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7095523.

Event description:
It was reported that the patients leads migrated which was confirmed through x-ray causing the patient to have inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were disposed by the medical facility.